Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that a patient involved with two ltv ventilators passed away because of sepsis due to gastrointestinal perforation, a non-respiratory related issue. It was also reported during the time of death, the patient was not connected to the ventilator.